Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the reamer broke during product demonstration.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Manufacturer narrative:
As of return, the reamer shaft was fractured. The returned product was within specifications where measured. A review of the device history records indicates devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. No deviations or anomalies were found that would contribute to the event described. This device was used for treatment. Initial product history search revealed no additional complaints against the related part and lot combination. The reamer has a potential field age of approximately 3.5 years with an unknown usage history. A definitive root cause cannot be determined for the fractured reamer with the information provided.